Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. When the foreign material was identified. Olympus requested, additional information from the customer on their reprocessing practices. No response was received from customer after multiple attempts. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. The device instructions for use: document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified, nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. And it is unknown, if there were any deviations from the instructions for use regarding reprocessing, as no reprocessing information was provided. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: sw1(switch) has a cut, sw2 has a cut, indication on flexibility adjustment ring is unclear, grip is shaved, scope connector case unit has a scratch, scope connector cover unit is deformed, plug unit has corrosion due to water leakage, due to wear of angle wire, the play of up/down knob is out of the standard value, light guide lens has a crack, connecting tube has a scratch, due to clogging of jet tube in control unit, water cannot be supplied, and universal cord is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope tie rods up/down and right/left are broken. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.